Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after trialing, the liner disengaged. Surgeon re-impacted the liner but it still would not engage. The surgeon inspected the liner and found it had a little edge/extra polyethylene on the inside of the ring that prevented the liner from engaging into cup. There was no injury to the patient or significant delay as a result of the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.